Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Physician reported against the left side "flat". Device remains implanted.

Event description:
Physician reported against the left side "flat". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed crease sharp on anterior assessed as fold flaw opening. Calcification: not observed additional observations: crease fold observed. Stress marks observed. Wear abrasion observed. No further actions are required as the device was implanted.